Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The insulin pump was received with multiple alarms in the alarm history screen due to corrupted history files. Unable to verify alarm in the alarm history screen due to alarm. The motor was tested outside of the insulin pump and passed. No cosmetic damage noted.

Event description:
Customer reported issues with the insulin pump. Customer states there is a motor error alarm. The blood glucose reading is 156 mg/dl. Nothing further reported.